Event description:
A discordant, falsely elevated cardiac troponin I (ctni) result was obtained on one patient sample on a dimension exl with lm instrument. The discordant result was reported to the physician(s). The original sample was repeated on the same instrument, resulting lower than the initial result. The corrected result was reported to the physician(s). The patient was admitted to the hospital and cardiac catheterization was performed due to the discordant falsely elevated ctni result.

Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. The cse was unable to find any malfunctioning of the dimension exl with lm instrument. The instrument is performing as expected. The cause of the discordant, falsely elevated ctni result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.